Event description:
It was reported that during a da vinci si prostatectomy procedure, the plastic piece at the distal end of the permanent cautery hook instrument broke off and fell into the patient. The broken fragment was retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time the evaluation of the instrument has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, the broken fragment was retrieved during the da vinci surgical procedure and no other surgical procedures were performed to retrieve the fragment. In addition, the initial reporter stated that no x-rays were performed and no post-operative complications were reported. She was not present during the surgical procedure and could not provide additional details of the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from the permanent cautery hook instrument broke off, fell into the patient, and was retrieved. However, there is no indication that the patient was harmed or injured because of the reported instrument issue.